Manufacturer narrative:
H6: upon further investigation, ventec has determined that this medwatch was submitted in error. The authorized third party service provider (asp) who had originally advised ventec that the device was rebooting by itself, later clarified that the device was unable to power off, and instead would power back on after momentarily shutting down. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was rebooting by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it rebooting by itself was confirmed. The asp replaced the external batteries and updated the device software as part of the preventative maintenance process, after which the reported issue could not be duplicated. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.